Event description:
It was reported that during the surgery when the dr. Was resecting a herniated disc, the pt's dura matter was cut. This caused a csf leak. The dura matter was repaired and no further complications were reported.

Manufacturer narrative:
Device was not returned to MFR for evaluation. Unable to determine the cause for the event.